Event description:
It was reported that non sustained lead noise episode was observed due to oversensing in the atrial channel. Reprogramming the device was recommended. The issue will be revisited on the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.